Event description:
Blade shedding during use. Additional information confirmed most of the particulate was removed through suction when the new shaver blade was used. It was never physically grabbed with pick ups or any other instrumentation otherwise.

Manufacturer narrative:
Four returned, unused blades were evaluated for the cause of shedding. The four blades were evaluated for proper rotation and three of the blades were found to rotate freely. One of the four blades exhibited some friction associated with a protrusion at the tip radius transition. Ncmr 5012 has been generated for this condition on the inner blade edgeform associated with this assembly. The returned assemblies were fabricated prior to the corrective action, which is currently in place. (B)(4).